Event description:
The pt woke up at 10:50pm, was sweating and not feeling well. Tested blood glucose on the suspect device and it was 178 mg/dl. The paramedics were called and they tested blood glucose 15 minutes later and it was 44 mg/dl. Pt was given an IV of some type and taken to the ER. Pt is uncertain of the treatment received in the ER.